Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER having received inappropriate hv therapy due to oversensing. Low r-wave amplitudes and decreased pacing lead impedance were also observed. The dislodged lead was explanted and replaced when repositioning was unsuccessful. There were no complications.